Manufacturer narrative:
(B)(4). (Revision surgery). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the patient underwent posterior fusion with 5.5 system at th5-s2-ai. Post-op, both rods under the s1 were broken so revision surgery was performed to remove the rod only at s2-ai. The rod was replaced with another rod.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.